Event description:
The customer reported that a patient's systolic blood pressure dropped when the volume to be infused (vtbi) reached zero and the pump transitioned from the ordered infusion rate to the kvo rate of 10ml/h during administration of "pressors". This occurred twice during care of the same patient. The nurse in attendance responded immediately to the kvo alarms. Although there is no allegation of any device malfunction and the customer believes that the device was operating as intended, it was reported that the patient expired.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction initial reporter address.